Manufacturer narrative:
Lead: model 3778-45, lot# v552604009, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead: model 3778-45, lot# v552604010, implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Manufacturer narrative:
Analysis of the lead model 3778-45 serial (B)(4) found broken conductors. The proximal end of the lead was ok and setscrew marks were observed in the correct location. All conductors were broken 20 cm from the distal end of the lead. The outer insulation was intact and the lead stylet coil was ok. The distal end of the lead was ok. There were open circuits and no shorts between circuits. Analysis of the lead model 3778-45 serial (B)(4) found broken conductors. The proximal end of the lead was ok and setscrew marks were observed in the correct location. All conductors were broken 16.9 cm from the distal end of the lead. The outer insulation was intact and the lead stylet coil was ok. The distal end of the lead was ok. There were open circuits and no shorts between circuits.

Event description:
It was reported that the patient experienced a loss of therapy. X-rays confirmed lead migration from dorsal to anterior cord. Impedances also showed an anomaly. A lead revision was performed. After the operation high impedances were measured. Both leads were replaced and the patient recovered stimulation therapy.